Manufacturer narrative:
The device history record has been reviewed by the manufacturer. During process-step 16 in the avz. (B)(4) the product is pressure tested. A part of that step is the tightness control. With the test-water all blood-containing areas are flushed. So the tightness of the blood-inlet-connector is checked within that step. The product in question passed this step successfully. During the review of the DHR no production parameters could be identified that would indicate a nonconformance during production, in regards to the reported failure. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). The product has been investigated in the laboratory of the manufacturer with the following results: during tightness test a leakage on sensor on blood inlet connector of the oxygenator was detected. The event report of complaint # (B)(4) was not describing this issue. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Investigation results out of complaint (B)(4). (8010762-2015-00697). The product has been investigated in the laboratory of the manufacturer with the following results: during tightness test a leakage on sensor on blood inlet connector of the oxygenator was detected. Ref.: # (B)(4).